Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that the wake button was extremely difficult to press and requires multiple presses to turn on pump screen. Customer will continue to use current pump for insulin delivery. There was no reported adverse impact to the customer's blood glucose level.